Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced a hypoglycemic event and an adverse event. The patient's mother stated earlier in the day on (B)(6) 2018, the patient had high blood sugars and treated herself. When the patient was driving, they experienced low blood sugars that led the patient to a car accident. It was indicated that the patient was hypo unaware and did now know her blood sugars were low. The patient's mother stated that the emergency medical technician's (emts) were called and removed the sensor and transmitter from the patient at the scene of the accident. There was no allegation against the device as patient further indicated that they do not know if an alert on the receiver went off or if they acknowledged it. Data was provided for evaluation; a review of the downloaded data log shows that the patient's high and low alerts were disabled after 7:26am and onward. Additionally, it was reported that the patient had stopped using the dexcom system for 2 weeks prior to the event. At the time of contact, the patient was hospitalized. No additional patient or event information is available.